Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. ¿the device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. ¿a retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that a user experienced fluctuating blood glucose while using the ilet, including a high of 213 mg/dl following a meal and a low of 65 mg/dl the day prior, with the high persisting for approximately three hours and the low for about thirty minutes; the user received high and low alerts and corrected the high with a brisk walk and the low with oral carbohydrates, and later elected to discontinue the ilet in favor of manual dosing after consultation with their clinical team. Symptoms included hypoglycemia and hyperglycemia with no reported clinical manifestations. Outcomes included self-management without outside assistance or medical intervention. Investigation included clinical follow-up by the field and clinical teams and assessment of device performance in relation to reported glycemic excursions. Investigation of this case revealed no device malfunction and that the events were consistent with hyperglycemia and hypoglycemia of unclear cause while the device provided appropriate alerts and the user was able to self-correct. It was concluded, based on previously established findings for similar reports, that the cause was unclear.